Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Vinyl sling upholstery have been stretched out so much that the customer is seating on top of the crossbraces.